Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead has been showing a high pacing threshold. Also some pacing impedances appear to be low, out of range. There were inappropriate atrial tachy response (atr) events caused by myocardial oversensing. The patient does not pace too much at the atrium. Origins for the observed behavior were discussed and programming options and lead revision were suggested. The output has been increased. The ra lead remains in service at this point. No adverse patient effects were reported.